Manufacturer narrative:
The customer contacted the customer care center (ccc). The customer stated she had replaced standard a (std a) because it was running low and ran quality controls (qc) for levels 1 and 3 which resulted on the low end of the range. The customer replaced the integrated multi-sensor technology (imt) sensor and ran a dilution check, for which there was a bias of 0.49% and a failing standard deviation (sd) for sodium (na). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse styletted the rotary valve ports, replaced the rotary seal, conditioned the imt and port, ran diluent check, and corrected the low bias. The cse ran precision with an acceptable sd. The cse ran qc, resulting in range. The cause of the discordant falsely, low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher and matching the patients clinical history. The repeat results from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.